Manufacturer narrative:
Additional/corrected information.

Event description:
It was reported that the patient had a miniarc implanted on (B)(6) 2015. After being implanted the ¿dr. Believes patient had allergic reaction to miniarc sling¿. The physician ¿explanted [the device] within 5 days of implant and all symptoms resolved¿. No further patient complications were reported in relation to the event.